Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The download data returned an 0x14 alarm and timeouts in pulse widths. The pod was reset and rerun and was able to successfully complete a 5u bolus without any abnormalities; the timeouts and occlusion alarm were not replicated. A leak test found that fluid flowed the fluid path with no signs of leakage. The exposed portion of the soft cannula was found bent, however, it cannot be determined when or how this damage occurred and fluid was able to pass through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to over 250 mg/dl.